Event description:
It was reported to covidien on 09/05/2013 that a customer had an issue with a foley catheter. The customer reported that a catheter was inserted into the patient on (B)(6) 2013. He was a difficult patient and continually tugged at the tubes that were inserted into him. This catheter snapped and he informed staff he was able to cut it but no implement was found. He had to go back into surgery for a further procedure simply to remove the end of the catheter.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.